Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support commenced conducting system check. However, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.